Event description:
During ICD replacement due to normal eri, an externalized conductor was observed via fluoroscopy. No electrical anomalies were present. Lead remains implanted and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.